Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) / pvc (premature ventricular contraction) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced stroke. After the case the patient suffered a left mca (middle cerebral artery) stroke. A few hours after the procedure the patient complained of left arm numbness. The stroke was confirmed by CT (computed tomography) scan which showed a subacute injury. The physician believes the CT scan showed signs of previous injury in the same area. The patient was discharged and was reported to be in stable condition. No issues were reported during the procedure. The physician believes when he went retrograde through the aorta, a piece of plaque may have came off. Physician's opinion on the cause of the adverse event is patient condition and that the patient was older. Relevant tests/labs include inr (international normalized radio) of 2.5. Procedural act (activated clotting time) was 360. Relevant past medical history includes stroke, ICD (implantable cardioverter-defibrillator) and cardiac stents x2. No catheter exchanges, only ablation catheter used in ao (aorta) and cross valve. Mapping lvot (left ventricular outflow tract). No transseptal punctures performed. 6 ablations were performed with radiofrequency; all performed outside of pulmonary veins as it was pvc ablations. No evidence of thrombus/char during the procedure. Intervention included blood thinner therapy, which patient was already on and it was continued. The patient fully recovered (patient's symptoms resolved) and did not require extended hospitalization.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).